Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was noted deep cuts in the plastic distal cover. It was also noted non-olympus parts installed on the light guide tube, insertion tube, and the distal sheath and distal sheath adhesive. The inspection also found six (6) broken elements, a damaged cord, and the control knob was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the ultrasonic gastrovideoscope it may have been dropped because it¿s damaged and not working. Upon inspection and testing of the customer returned device, it was observed plastic distal cover cut. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the distal cover likely occurred from an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.